Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and observed the damage. The stm removed and replaced the helium quick disconnect connector. The stm also observed during testing that the battery in bay one had malfunctioned. The stm stated he will send a replacement battery to the facility biomedical engineer to replace. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that during patient transport the helium quick disconnect was damaged and torn off the cardiosave intra-aortic balloon pump. No patient harm or adverse event was reported.